Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that there was a pending alarm occurring. At implant the manufacturer's representative did not remember seeing the pending alarm message on the clinician programmer. On (B)(6) 2014, the patient reported hearing an audible alarm. The logs showed a motor stall occurred on (B)(6) 2014 at 23:50 and a recovered motor stall on (B)(6) 2014 at 20:27. It was unknown where the pump was at that time. It was noted that there had been freezes at night, but not on those nights. The patient was not reporting any issues other than alarm. It was later reported that the stall lasted about 24 hours. It was noted that the cause of the motor stall must have occurred during transport. On (B)(6) 2014 the alarm was silenced and there had been no other issues. At the time of report the patient was well and getting good relief with therapy. The pump was used to infuse morphine (10 mg/ml at 0.5 mg/day).